Event description:
It was reported that the patient experienced dizziness and lightheadedness. The right ventricular lead exhibited oversensing. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.